Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was to be used to treat a stricture in the left lung during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. Reportedly, the patient had undergone a lung transplant. According to the complainant, during the procedure, when the stent was deployed about a quarter of the way the release suture became stuck and the stent could no longer be released. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed. The procedure was completed with a distal release ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Device evaluation an ultraflex tracheobronchial stent was received for analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The device was received with the stent partially deployed by 10mm. It was possible to deploy the remainder of the stent during analysis. There were no deployment issues noted during the product analysis. It was noted that the catheter was kinked 110mm proximal to the tip. This type of damage is consistent with the application of excessive force to the delivery system. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uultraflex¿ tracheobronchial stent was to be used to treat a stricture in the left lung during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. Reportedly, the patient had undergone a lung transplant. According to the complainant, during the procedure, when the stent was deployed about a quarter of the way the release suture became stuck and the stent could no longer be released. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed. The procedure was completed with a distal release ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.